Manufacturer narrative:
The flowable wound matrix was not returned for evaluation (product was implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Based on the DHR review conducted, there were no anomalies found within the batch record. All manufacturing steps and processes were followed, and all testing met requirements per applicable procedures. Failure analysis - although the product was returned, the failure is unconfirmed as only the empty syringe and pouch were returned. No actual product was returned for evaluation. Therefore, failure analysis could not be performed. The root cause is undetermined. DHR review did not find any anomalies within the batch record that would lead to this event. All manufacturing steps and processes were followed, and all testing met requirements per applicable procedures. There is no indication from the batch record review that may have contributed to this complaint. No root cause attributable to the manufacturing process could be identified through this complaint investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the flowable wound matrix did not reach the expected consistency, the product did not adequately absorb all the saline solution (3ml), even if aspirated in 3cc. Medical staff had difficulty keeping the product in the cavity due to its consistency. The entire procedure was followed as per package insert with antibiotic therapy and waited seven days to evaluate the product's action. It was found that the wound was depressed, with filling below the amount of product used, and the skin grafts were not viable in its entirety, with dry necrosis. The graft was used to treat a vascular wound. No surgical delay was reported.